Manufacturer narrative:
Additional information: d4 (expiration date, lot number), d10, g4, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned and only the packaging was returned for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon was able to press the green button and squeeze the handle, but the device did not fire.